Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure or a summary of relevant errors that were observed. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure, the surgeon punctured the retroperitoneal space while placing a 5 mm endoscope. The patient developed a hematoma which did not require medical or surgical intervention. The estimated blood loss volume was not provided. Although there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred, the surgeon believes the device caused or contributed to the event. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the surgeon punctured the retroperitoneal space while placing the 5 mm endoscope. The patient bled in the retroperitoneal space and developed a hematoma. The estimated blood loss was unknown. The procedure was completed robotically. The cardiovascular surgeon was consulted, and CT angiogram was performed to visualize blood flow and confirmed that there was no blood vessel leaking. There was only a stable hematoma in the retroperitoneal space. Laboratory tests were within desired parameters and no blood transfusion was required. The surgeon thought that no additional surgical intervention was warranted. The patient was subsequently discharged home on the same day of the surgery. Follow up was performed and the patient remained stable without post-operative complications. The surgeon believed that the adverse event would have occurred via different modality and there was no unintuitive motion of a robotic arm experienced. There was no device malfunction reported; however, the surgeon believes that the device caused or contributed to the event.